Event description:
Pt was given IV fluids due to elevated temp and nausea. IV pump set to deliver IV fluid at 50cc/hr. At end of shift, the nurse went to clear pump, which showed 419 cc had been delivered. She also noted blood backed up into tubing. Noted that there had not been 400 cc of fluid out of IV bag. Tested the pump after detaching from pt. Set pump at 999 cc/hr and started pump. The pump ran but no fluid came out of tubing and no drops noted from IV bag. When tubing chamber opened, noted that the tubing had been threaded wrong. The pump did not alarm occlusion. Able to duplicate these same results on error another pump.